Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned to dexcom for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). Device evaluation was completed by animas on (B)(4) 2015. Investigation results were received by dexcom on (B)(4) 2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of an intermittent out of range signal could not be determined.

Manufacturer narrative:
(B)(4).